Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. There were no system archives provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, an imprecision was noted as the procedure continued on. There was no reported delay to the procedure due to this issue. It was noted that the site was usinga cranial reference frame for the spinal procedure. There was no reported impact on patient outcome. No additional information was provided.